Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient experienced stoma site redness due to a worn out external fixation plate, which was replaced. On (B)(6) 2017, it was reported that the stoma was still red and gastric juice was leaking despite changing the fixation plate. On (B)(6) 2017, it was reported that the stoma site continued to be red and had a fungal infection due to the puncture site widening over the years. It was reported that on (B)(6) 2017, the peg/peg-j tubes were removed due to the stoma site infection which was treated with an unspecified intravenous antibiotic. No return, tubing si still implanted. Solicited report from austria by a consumer of an elderly female with events of injection site mycosis/injection site infection and non-serious injection site dilatation, gastric juice discharge and stoma site redness/stoma reddened with duodopa (levodopa/carbidopa). Information was also received from a healthcare professional. The patient had a relevant medical history of parkinson's disease. In 2017, the patient experienced injection site dilatation. On (B)(6) 2017, the patient experienced injection site mycosis/injection site infection and stoma site redness/stoma reddened. On (B)(6) 2017, the patient experienced gastric juice discharge. Patient reported on the 02 sep 2017 to suffer from stoma site redness since (B)(6) 2017 due to a worn out fixation plate. The fixation plate was exchanged. Regarding the stoma site redness patient was advised to contact the general practitioner. Despite exchanging fixation plate, the stoma site was still reddened and gastric juice was leaking. It was reported by the patient that the injection site continues to be very reddened and there is evidence of mycosis due to injection site dilatation that has developed over the years. A new pjpeg- system is being planned, the exact date still needs to be provided by the physician. Physician reported that tube was removed on (B)(6) 2017, because injection site is still infected. Therefore patient did not receive a new tube as originally planned. New j-peg exchange was planned when infection will have resolved. Patient receives unknown antibiosis intravenously. List#: 062941-001; abbvie peg; batch number was unknown.